Event description:
It was reported that during a coronary drug eluting stenting treatment procedure, stent damage occurred. The lesion was pre-dilated with a 2.5x15mm non bsc balloon. The physician attempted to place a taxus express2 2.5x16mm drug eluting stent to the 90% stenosed lesion located in the calcified and moderately tortuous proximal left circumflex (lcx) artery, but was unable to cross the lesion. Upon removal of the stent delivery system it was noted that the proximal edge of the stent had raised. The procedure was completed using another taxus stent, same size. No pt complications were reported.